Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. After troubleshooting the iabp, the getinge service territory manager (stm) found the issue to be within the pneumatic module assembly and the executive processor board. To address the issue, the stm replaced both of the parts and then reassembled the iabp and completed the scheduled pm. All check,s calibrations, functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that and autofill failure was discovered on a cardiosave intra-aortic balloon pump (iabp). The stm also discovered that the iabp would not keep the date and time. There was no patient involvement, thus no adverse event was reported.